Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have crossbite concerns on the right side. That they have pain and sensitivity to cold. Their final aligners are painful.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.